Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead (B)(6) 2009. (B)(4).

Event description:
It was reported that approximately one month after a device change out and implant of an absorbable antibacterial envelope the patient developed a pocket infection. On follow up the physician noted redness at the incision site, cultures were taken. The implantable pulse generator (ipg) and leads were explanted and replaced several days later. No further patient complications have been reported as a result of this event.